Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012702715 and data files were returned. Two images were returned from the field. The images showed a pulse field ablation catheter spiral array extended without a guide wire threaded through. No anomalies were identified during external visual inspection of the shaft segment. During external visual inspection of the array and handle segments, the distal arm pebax tube was observed to be pinched, an inverted array was observed, a knotted array was observed, the proximal end of nitinol array wire was observed to be dislodged from dual lumen, and the spiral array pebax tube was observed to be bulged. On the handle segment, the capture device was observed to be removed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the reported knotted and inverted array was observed during testing. The catheter also failed the returned product inspection due to a dislodged proximal end of nitinol array wire from dual lumen, the punched distal arm pebax tube, the tangled electrode wires, the bulged spiral array pebax, and the removed capture device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pscc100 loop catheter, the catheter passed through the transeptal back into the right atria, which was believed to have provoked an array inversion. While attempting to retract the array into the sheath to return to the left atrium and complete the ablation, an unusual shape of the array was observed, and a maneuver was performed to untie an array knot. Although it was thought that the knot had been untied, it became more tightly secured and fit into the sheath again. The transeptal could not be located with the sheath, so the catheter was removed, and the knot was observed and taken out by the physician. Upon preparing to reintroduce the array underwater, a deformation was noticed, forming a small loop at the tip of the introducer.. A new catheter was opened. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.